Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Review of the post market surveillance survey noted that the surgeon is not satisfied with the instrumentation. The surgeon noted that the head trials will not stay on neck. Neck disassembles from trial stem with dislocation.